Manufacturer narrative:
Per the explanting surgeon, the patient reported that the position of the device had always been lower than the contralateral side and the patient underwent a revision surgery in (B)(6) 2024 (specific date not reported) to reposition the device. The device reportedly has not worked since the revision surgery and the surgeon who performed the revision reported that he accidentally pulled out the electrode. The patient later experienced pain in the left ear due to the migration of the receiver-stimulator, necessitating the device explantation on (B)(6) 2025.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to the electrode array being cut and pulled partially out of the cochlea. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.